Event description:
It was reported that 8mm large suturecut needle driver instrument was observed to be broken. There were no reports of patient involvement or patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the cable at the distal tip that moves the instrument was damaged, which was noticed during preparation for the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm large suturecut needle driver instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large suturecut needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. There were no damaged cables. The instrument was have a dislodged flush tube guide at the proximal end. The probable root cause of a dislodged flush tube is attributed to improper cleaning during reprocessing, which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.